Event description:
It was reported that the patient presented in clinic a left ventricular lead revision due to possible lead dislodgement. It was later confirmed via x-ray that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout the procedure.